Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because the pump insertion was cancelled due to severe rv dysfunction. The instructions for use for the impella cp with smartassist system states the following: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Corrections to the initial MFR report: added d6a/d6b. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported delivery issues with an impella cp to a patient with cardiogenic shock from an acute myocardial infarction. The patient presented for transcatheter aortic valve replacement (tavr) procedure. After valve deployment, the patient decompensated. It was suspected the valve leaflet likely occluded right coronary artery (rca). The patient received six shocks. Impella was cp prepped, access gained; however, the pump insertion was aborted due to severe right ventricle (rv) dysfunction. A temporary pacemaker was placed, and ultimately, the patient was transferred for venoarterial extracorporeal membrane oxygenation mechanical circulatory support. There was no report of adverse effects to the patient as a result of the aborted impella implant.